Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unexpected restart alarm. The customer¿s blood glucose level was 155 mg/dl at the time of the incident. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated unexpected restart alarm was recurring after battery change. Customer also stated insulin pump had no delivery alarm and insulin was exited. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device passed a21 alarm test. No unexpected a21 alarm anomalies noted. No excessive no delivery/occlusion alarm noted.